Event description:
It was reported that when using the bd pyxis medstation es, the full height drawer 4 failed, which located on mb c1edu1. As per part investigation, it was determined that there was thermal damage observed on component u301 of full height cubie pmc and crossed continuity between adjacent copper strands of both assy retractor dwr hh cubie and physical damage was identified on component r501 of the use 331392-01 pcba dwr cntlr v1.10/v1. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of es - mb-c1edu1 - drawer 4 fh dead was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that main drawer fh 4 not detected on bus. All leds are off. Replaced pmc, retractor band and hh control pcba. Reassigned drawer position. Hta tested pass. During dchu visual inspection p/n: 353844-01: was received with copper strands in contact with adjacent copper strands. P/n: 151622-01: was received with physical damage in component r501. P/n: 151603-01: was received with signs of thermal damage in component u300 during dchu testing: p/n: 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n: 151622-01: no further testing was required due to physical damage found during the external inspection. P/n: 151603-01: no further testing was required due to thermal damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of es - mb-c1edu1 - drawer 4 fh dead was due to: crossed continuity between adjacent copper strands of both assy retractor dwr hh cubie (p/n: 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality. Thermal damage to component u301 on the full height cubie pmc (p/n: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction. Physical damage was identified on component r501 of the use 331392-01 pcba dwr cntlr v1.10/v1, which compromises the proper functionality of the assembly.